Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker (lp) was fixated and increased capture threshold, variable pacing impedance and decreased sensing were observed. While attempting to unscrew and reposition the lp, the catheter and lp spontaneously released. The lp was dislodged into the tricuspid valve. The lp was retrieved and explanted. The helix was found to be stretched. A new device was implanted to resolve the event.

Manufacturer narrative:
Customer complaint of dislodgement, premature separation, capture, impedance problems and sensing were not confirmed. Complaint of stretched helix was confirmed. The outer helix was stretched out of specification which is consistent with having occurred during procedure. Output, sensing, pacing impedance and telemetry features of the device were analyzed and found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.